Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection procedure, the anvil stayed in the patient's cavity after the stapler was removed. The anvil was manually removed from the patient's anus. The anastomosis point was repaired with suture during the surgery as the stapler line was not good. Post-operatively, the patient had some discharge on the pelvic area. The patient needed prolong hospitalization for IV antibiotic and subsequent oral antibiotic upon discharge. The patient also had rectal tube for 2 weeks while in the hospital.